Event description:
Pt reported hospitalization due to hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt has continued to use the pump, with no reported subsequent events. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: no history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found. Unrelated to the complaint, the display screen was found to be miscolored and a crack was found in the cartridge compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the waterproof feature of the pump.